Event description:
The manufacturer received information alleging that the patient's breathing rate becomes faster by 40-50 beats/min and his heart rate became faster by 140-150 beats/min on the ventilator. There was no harm or injury reported. The ventilator was immediately disconnected and a simple breathing bag was used to squeeze and assist respiration. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.